Event description:
The account stated that the axsym core reagent has generated false non-reactive core total results on two samples from the same patient. The initial result was non- reactive. Another sample was drawn from the patient and the result was again non-reactive (the core-igm result was repeatedly reactive when tested on the architect). The qc is within range on both analyzers. The samples were then sent to another lab and tested on the centaur for core-igm and core-total, both results were non-reactive. However, another sample from the same patient was tested on the centaur and this time the results matched the original lab results (core igm =reactive and core total=non-reactive). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.